Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the first firing was completed on the same handle. The second firing was attempted after positioning the stapler on the stomach tissue and after pushing the green button, the surgeon was not able to squeeze the handle at all, so the jaws were opened and removed off the tissue and the device did not fire. A new reload was loaded on to the same handle which successfully fired and was used to complete the case. There was no patient injury.